Manufacturer narrative:
Additional manufacturer narrative:review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The patient presented for stenotic resolution of the brachio-cephalic svc area. The patient initially received local anesthesia. During the procedure to implant the gore® viabahn® vbx balloon expandable endoprosthesis the patient began to move around. Because of the patient's movement the physician reported he had poor imaging and missed the target landing zone. As the patient was advanced to general anesthesia it was observed that the gore® viabahn® vbx balloon expandable endoprosthesis migrated through the heart and into the pulmonary artery. The procedure was ended and the patient moved to ICU.